Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Corrected data - operator of device corrected from health professional to patient.

Event description:
It was reported that the patient underwent an unsuccessful lengthening procedure of her custom distal femur jts implant which is potentially related to patient fibrosis. The patient's father has requested that an additional lengthening procedure be attempted. The patient is reported to be in no pain with flexion more than 100 degrees, and is also currently participating in school related sport activities. This is a supplemental report to 3004105610-2016-00048 (siw-16-1477).

Event description:
It was reported that the patient underwent an unsuccessful lengthening procedure of her custom distal femur jts implant which is potentially related to patient fibrosis. The patient's father has requested that an additional lengthening procedure be attempted. The patient is reported to be in no pain with flexion more than 100 degrees, and is also currently participating in school related sport activities.

Manufacturer narrative:
A review of the device manufacturing history records of the distal femur jts implant confirms that no non-conforming product was released. The additional leg lengthening procedure has not yet been scheduled. The investigation is ongoing; a supplemental report will be submitted following the next lengthening procedure.

Event description:
It was reported that the patient underwent an unsuccessful lengthening procedure of her custom distal femur jts implant which is potentially related to patient fibrosis. The patient's father has requested that an additional lengthening procedure be attempted. The patient is reported to be in no pain with flexion more than 100 degrees, and is also currently participating in school related sport activities.